Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by (B)(6). The patient had a scheduled retrieval procedure approximately 16 months later, on or about (B)(6) 2017 by (B)(6). The filter was successfully retrieved. The patient alleges tilt, embedment and perforation occurred, as well as ¿subjected to a risky ivc filter removal surgery due to the failures of the ivc filter. Pain, suffering, mental anguish and loss of enjoyment of life.¿ argon¿s attorneys are attempting to gather additional information.